Event description:
It was reported that while unpacking for a percutaneous transluminal coronary angioplasty (ptca) procedure, the stent was "defective." A 3.0x20mm taxus liberte drug-eluting stent had been selected to treat an unspecified lesion. The device was unpacked, and it was noticed that the device appeared "defective." The device was not used and did not contact the patient. There were no patient complications reported.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed severe proximal stent damage. The stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during withdrawal. The device was returned without the stent protector or mandrel inserted, indicating that the device had been used for preparation. Several kinks were found along the entire length of the hypotube. Small traces of solidified blood were found inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be related to handling.